Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: the centrimag pump was used past its expiration date. A direct correlation between the reported events and the centrimag blood pump could not be conclusively established through this evaluation. The centrimag pump was not returned for evaluation. Review of the device history record (DHR) for the centrimag blood pump, lot #l06971-la3, revealed no deviations from manufacturing or quality assurance specifications. Centrimag pump lot #l06971-la3, manufacturing date 13aug2021/expiration date 22jan2024, was shipped from abbott manufacturing in (B)(6) to the european distribution center (edc) on (B)(6)2021. Centrimag pump lot #l06971-la3 was then shipped from the edc to india in november of 2021. The centrimag ventricular assist device (vad) instructions for use (IFU) lists possible side effects that may be associated with the centrimag circulatory support system, including end organ dysfunction. These are potential side effects with all mechanical circulatory support systems. This IFU also provides the following warnings and cautions: IFU warning #7: do not use the centrimag vad if the ¿use before¿ date on the package has expired. IFU warning #17: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #14: always have a spare centrimag vad, centrimag back-up console, and spare equipment readily available for change. The current revisions of the instructions for use (IFU) and operation manual can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
H6-3261 - multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to multisystem organ failure. After implant, the patient required right ventricular assist device (rvad) and continuous renal replacement therapy (crrt) support. Despite of these supports, the patient did not maintain hemodynamics and was declared. The death was not device or therapy related.